Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received high sensor scan results compared to readings obtained on the built-in reader. No symptoms were reported and customer self-treated (unspecified). Customer also had contact with an hcp and received unspecified treatment. Sensor scan results of 522 mg/dl, 480 mg/dl, and 390 mg/dl were compared to built-in reader readings of 59 mg/dl, 53 mg/dl, and 66 mg/dl respectively and the results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Note: sensor results > 500 mg/dl will display as 'hi' on the reported device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received high sensor scan results compared to readings obtained on the built-in reader. No symptoms were reported and customer self-treated (unspecified). Customer also had contact with an hcp and received unspecified treatment. Sensor scan results of 522 mg/dl, 480 mg/dl, and 390 mg/dl were compared to built-in reader readings of 59 mg/dl, 53 mg/dl, and 66 mg/dl respectively and the results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.